Event description:
It was reported that the sterile packaging was compromised. An innova stent was selected for use for a procedure. During preparation, a 1 to 2 cm hole was observed in part of the sterile packaging. The procedure was completed with another innova stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: visual analysis revealed of the returned device revealed the seal on the shelf box was open. The device pouch was still sealed and there was a visible tear on the back of the pouch, approximately 6mm wide and 7mm long. The tear appears to have been caused by something puncturing it. There was nothing loose inside the pouch and tactile test of the entire back did not reveal any abnormalities that could have potentially punctured the pouch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the sterile packaging was compromised. An innova stent was selected for use for a procedure. During preparation, a 1 to 2 cm hole was observed in part of the sterile packaging. The procedure was completed with another innova stent. There were no patient complications reported.